Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Evaluation of the returned turbohawk device found the guidewire was severely bent/ kinked between the proximal end of the turbohawk guidewire lumen and the distal edge of the guide sheath.

Event description:
Incident details - contralateral access thru bilateral iliac stents with the 7f sheath was obtained. The turbohawk device advanced over the wire to the calcified sfa lesion, but would not cross. The turbohawk was removed without difficulty. Pre-dilatation was performed with a 4x40 balloon. The physician attempted to cross the sfa lesion with the turbohawk device again unsuccessfully. The physician then decided to use the turbohawk on a femoral lesion and made 4 passes. The physician then attempted to remove the turbohawk device, but there was resistance and the wire was coming back with the device. The physician tried to advance the turbohawk but the wire appeared looped and would not advance. Upon device removal, it could not be completely pulled into sheath, so the physician decided to remove everything together, losing access. The procedure was ended due to lost access. Manual pressure obtained hemostasis. No adverse reactions. Patient was previously scheduled for an additional procedure so will re-evaluate the site with angio at a later time.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The turbohawk atk device was received for evaluation with the cutter driver (attached). The distal tip assembly of the turbohawk device was exposed distal to the guide sheath. The guidewire was threaded through the turbohawk rx guidewire lumen (gwl). No cine images or procedural notes were included. The guidewire was severely bent/ kinked between the proximal end of the turbohawk gwl and the distal edge of the guide sheath. The guide sheath exhibited longitudinal compressions indicating that it had been subjected to co...